Manufacturer narrative:
The reported event of high lead impedance was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high lead impedance when fixed onto the septum wall. The lead was explanted and replaced. The patient¿s condition before, during and after the procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.